Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient mentioned that she has been a diabetic for 34 years. The patient reported managing her diabetes with novolog insulin pump therapy (boluses before each meal and an unknown basal rate). The patient said that she tests her blood glucose 6-8 times per day. The patient was unable to provide a normal blood glucose range due to allegedly having erratic blood sugar results. The patient claims that she has ''diabetic unawareness'' and is unable to determine when her blood glucose goes high (ex: 500 mg/dl) or low (ex: 80 mg/dl). The patient claimed that her husband is able to tell when her blood glucose is dropping due to her skin being cold and her being ''out of it.'' The patient denied having a backup meter to test her blood glucose. The patient stated that her husband obtained the alleged inaccurately erratic results the night before (12 a.m.) She contacted lfs. The patient reported that her husband had tested her blood glucose and obtained a result of ''30 mg/dl'' when he was unable to wake her from sleeping due to her being ''unconscious.'' Upon obtaining the ''30 mg/dl'' result the patient's husband reportedly contacted emergency medical services (ems) who arrived approximately 2 minutes later. The patient said that when ems arrived they tested her blood glucose on their meter (unspecified type) and obtained a blood glucose result of ''16 mg/dl.'' The patient said that ems treated her with IV d5w (5% dextrose in water intravenously). The patient claimed that she woke from her ''unconscious state'' 2 minutes after the IV had been started. The patient stated that she declined being taken to the hospital and so ems performed a precision and accuracy test. The patient informed the mss that her husband obtained back to back blood glucose results of ''111, 80 and 32 mg/dl'' with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient told the mss that ems tested her blood glucose every 10 minutes and as they were doing so her husband would also test on the subject meter. The patient stated that her husband obtained results that were ''100 points different then results obtained on the ems meter.'' However, the patient was unable to recall the exact results. The patient denied making any changes to her normal diabetes management the night before becoming unconscious. The patient also denied that there she felt any indication or her husband noticed any indication that her blood glucose was going low prior to going to bed the night before. The patient informed the mss that she performs control solution tests once a week and that subject meter was reportedly within range on all control tests. The customer service advocate was unable to obtain troubleshooting information during the initial call to lfs. Replacement product was sent to the patient. This complaint is being reported due to the following conclusions: the patient claimed there were no changes to her diet or medication regimen prior to the reported incident. Additionally, the patient reported having ''diabetic unawareness,'' which disables her from being able to differentiate when her blood glucose is normal, high or low. Since the patient was not able to report her meter readings prior to the reported incident, it is unknown if her meter readings contributed to the reported incident. There is also indication that the meter did not meet lifescan's criteria for accuracy/precision testing.

Manufacturer narrative:
(B)(4) - device evaluation: on (B)(4) 2012, lfs completed device evaluation with the returned meter and was not able to confirm the alleged complaint. Lifescan has also requested the test strips involved with the complaint. However, lifescan has not yet received the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.